Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited migration resulting in erosion and infection. The patient was noted to have lost approximately 20 kilograms in the previous recent months. This device was then explanted and replaced. No additional adverse patient effects were reported.